Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and unclear drainage. The cause of peritonitis was not reported. Eight days prior to peritonitis diagnosis, the patient was hospitalized due to abdominal pain. The patient was treated with cefazolin and cefradine (doses, routes, frequencies and durations were not reported) for the event. At the time of this report, the patient was discharged from the hospital and was recovered from the event. Action taken with pd therapy was not reported. No additional information is available.